Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by dust inside the sensor. However, a specific cause of the dust was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the flashing led light source front panel blinking continuously was due to dust inside the scope sensor. The following events were identified and are as follows: (a.) Heavy dust was found inside the unit need to clean, (b.) Two screws out of four on lens base cannot fix with standard torque due to deformed thread of lens base, (c.) Front panel found damage need to replace, (d.) There was corrosion on the chassis, (e.) The support coil was found rusted, (f.) The tank socket found was rusted, (g.) The heat spacer found cracked, (h.) There was a minor crack on the power switch, (g.) High function was not working and was working intermittently due to a faulty scope socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii xenon light source experienced front panel led¿s blinking. There was no delay in the intended diagnostic endoscopy procedure. The procedure was completed using the same device. There was no patient or user harm associated with the event.